Event description:
The reporter stated that the tubing connector was leaking; however, during the evaluation of the returned product, the tubing was found disconnected at the solvent bond. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Review of the returned set found that the tubing was disconnected from the cassette at the proximal end due to the od of the tubing being out of specification. The tubing is a purchased part. The supplier was notified of the issue and incoming inspection sampling size of the tubing was increased of the next three lots. Without a reported lot number, no further review of the device history or stock tubing was possible. Smiths was able to confirm the issue and determine a cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.